Event description:
Implant didn't achieve osseointegration, primary stability was achieved, no thread tap used, local infection / subacute chronic osteitis, infection, inflammation probably due to an insufficient neighboring tooth.